Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient was hospitalized due to a hyperglycemic event. There were no specific symptoms reported. When a fingerstick was taken the cgm reading was 125 mg/dl, and the blood glucose reading was 500 mg/dl. The patient was treated with intravenous insulin and fluids. The patient recovered after treatment, but the exact duration of the hospital stay was unknown. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available